Event description:
It was reported that a patient underwent an incisional hernia repair procedure (B)(6) 2013 and mesh was used in the flank area. The patient experienced a relapse. During the reoperation, massive adhesions to the mesh were found that were removed with scissors. The mesh was easily removed and replaced because there was not much ingrowth. No additional information was provided.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.